Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, when the device was installed in the patient, the valve seal was damaged. There was no valve/white valve on the device. Immediate removal of the device and change of equipment by another with a batch number was done to complete the case. There was no patient injury.